Event description:
It was reported that a clearlink system - non-dehp solution set leaked from the blue (air) vent into a chemotherapy bag. The device contained decitabine. This occurred during pharmacy preparation for delivery, prior to patient use. The dose was remade to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing along with priming were performed on the sample, and a leak was observed from the capped vent filter. The reported condition was verified. The cause of the condition was determined to be related to a supplier material issue during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.